Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient had a stroke and the reason was unknown. There were no further symptoms or complications reported or anticipated.